Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence at night and at the gym. The patient stated he was implanted due to complete incontinence from car accident, causing pelvic fracture, bladder trauma, spinal cord injury. The patient was encouraged to consult his physician. The aus is still implanted. No further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) of infection, urinary tract is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced interstitial cystitis (ic) at night and at the gym. The patient stated he was implanted due to complete ic from car accident, causing pelvic fracture, bladder trauma, spinal cord injury. The patient was encouraged to consult his physician. The aus is still implanted. No further patient complications reported.